Event description:
It was reported that the procedure was to treat moderately tortuous proximal left anterior descending artery. The 4.0x38mm xience skypoint stent delivery system (sds) could not be properly implanted due to the plaque as the device was inflated to 8-12 atmospheres; however, would not inflate. The stent was noted to be flared. Another stent was a diameter of 3.5mm was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. E1- facility name; tatsuke kofukai medical research institute kitano hospital.